Event description:
A report was received that alleges that the tracheostomy tube was unable to be deflated at the cuff after an unknown amount of time in use. A tracheostomy tube was required. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow up report detailing the results of the evaluation.